Manufacturer narrative:
(B)(4). Conclusion: off-label (neck angulation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 40 mm right common iliac artery aneurysm. The aortic neck was 23-20 mm in diameter proximally and 19-20 mm in diameter distally with a length of 50 mm and 90 degree angulation. The right common iliac and the right internal iliac arteries were 40 mm in diameter. The left common iliac artery was 50 mm in length. It was reported that the final angiography confirmed a type ia endoleak at the angulated greater curvature of the proximal neck. There was a seal at the angulated distal end and an endoleak was confirmed only in the angulated greater curvature of the neck. As the procedure was originally to treat the right common iliac artery aneurysm, the physician judged that treatment was accomplished and the procedure was completed without an additional cuff. No clinical sequelae were reported and the patient is fine. The physician commented that the main purpose of the treatment was accomplished. A main body with one size bigger might have been better.